Manufacturer narrative:
Elliott r. Brill, md, priscilla h. Chan, ms, richard n. Chang, mph, heather a. Prentice, phd, kenneth sucher, ms, robert l. Bell, md, rouzbeh mostaedi, md, elizabeth w. Paxton, phd. "Postmarket surveillance of mesh performance after inguinal hernia repair." Jama surgery, original investigation, pacific coast surgical association. Doi:10.1001/jamasurg.2025.4543 d10 concomitant products: unknown parietex, unknown parietex product, (lot number: unknown) unk surgipro mesh unknown surgipro mesh, (lot number: unknown) unknown parietene, unknown parietene mesh product, (lot number: unknown) unknown mesh, unknown mesh product, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, polyester mesh was among the most frequently used meshes in the study and was implanted during elective inguinal hernia repair. Although polyester mesh demonstrated measurable recurrence requiring reoperation (reported rate 1.4%), it did not trigger a safety alert for reoperation because its recurrence rate fell within expected boundaries compared with matched reference meshes. The outcomes indicated that polyester mesh performed within expected clinical parameters, with no reported mesh-related mortality.